Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus europe (oekg). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. After the additional test, oekg evaluated the subject device. The evaluation confirmed stains on the objective lens and kink/squeezing in the insertion tube. The exact cause could not be determined.

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing tests at the user facility, the subject device tested positive for staphylococcus warneri (7cfu/ml), the subject device had been cleaned using an olympus automated endoscope reprocessor model mini etd (not available in the USA) with peracetic acid. There was no report of patient infection associated with the event.